Event description:
It was reported to medtronic minimed experienced crack on pump.the event involved products mmt-1880l. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing white display. Unable to download history files and traces using thump software due to flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. The pump was cut open to perform visual inspection and moisture damage on the pcba 1, pcba 2, force senso and corroded battery tube was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, flashing white display was confirmed during analysis due to moisture damage on electronic assemblies. Cosmetic damage confirmed at the battery compartment when cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.